Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to high readings.

Event description:
Customer reported via phone call to have received calibration error and bad sensor alerts. Customer reported to have been throwing up and went into diabetic ketoacidosis and was hospitalized. Customer states that issue was not due to insulin pump, but it was due to her ignoring sensor that was alerting high blood glucose of 400 mg/dl. Customer states that after the third day of hospitalization, healthcare professional advised to reconnect to insulin pump and sensor. Customer's blood glucose was 96 mg/dl. During troubleshooting, customer removed sensor and it was bent. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.